Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high impedance. It was also noted that there maybe a fracture. Further information was requested; however, was not provided.